Manufacturer narrative:
The manufacturer's investigation is ongoing. The device remains implanted and is not expected to be explanted; therefore, device testing cannot be performed at this time. Available clinical information and device performance data are being reviewed to further assess the event. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on (B)(6) 2026 that during a post-implant follow-up evaluation, the patient stated that she developed a hematoma with fluid accumulation at the battery incision site following the procedure. The clinic nurse examined the site and confirmed it was soft with no signs of infection, and the clinical team elected to monitor the area while allowing the fluid to dissipate naturally. No diagnostic testing or medication changes were reported, and there was no evidence of infection at either incision site or blood loss. The area had reportedly shifted toward the patient's back and was approximately the size of a softball. The ebr representative reported that the wise crt system was functioning as intended; however, elevated capture thresholds were observed compared to implant values. The patient is scheduled for a follow-up evaluation in may to reassess system performance. It was noted that thresholds may decrease once the post-operative fluid resolves, which may improve projected battery longevity. No additional patient complications were reported.

Manufacturer narrative:
The manufacturer's investigation remains ongoing; however, a device performance evaluation was performed based on available follow-up data. Programmer interrogation data from the most recent follow-up on 24-feb-2026 indicate that the implanted model 3100 battery and model 4100 transmitter remained operational and continued to communicate with the programmer. The device remained programmed in synch mode at the conclusion of the follow-up. No resets were reported, and battery status remained stable, with a recorded battery voltage of 2.94 v and estimated remaining capacity of 97%. Available performance data demonstrate continued therapy delivery, with biv pacing reported at 92.2%. Capture was confirmed across multiple body positions, including supine, sitting, and standing, with recorded thresholds of 6.0/1.70, 6.0/1.30, and 6.0/1.40, respectively. A capture threshold of 6.0/3.00 was also documented at this follow-up. Based on the available follow-up information, there is no evidence of loss of device function, loss of communication, or interruption of therapy delivery. The reported event of a post-implant hematoma at the battery incision site does not, based on the available device data, indicate a malfunction of the implanted battery or transmitter. A supplemental report will be submitted if additional relevant information becomes available.